Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3, g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the priming problem was not determined due to no product returned, no data logs recovered, and insufficient clinical details.

Manufacturer narrative:
Updated information: d4 UDI number updated.

Manufacturer narrative:
This is one of two related reports. This report represents the impella cp and another report was submitted to represent the purge cassette. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella cp via percutaneous right femoral artery for mechanical circulatory support. The impella cp was placed for high-risk percutaneous coronary intervention. The device was primed and set up per instructions for use. The registered nurse noted that when she was sliding the purge disc into the device it felt tight and did not seem to click like it usually did. She got a purge alarm so she reprimed the device. The device was then inserted into the body and started. Once in the body they noted an aorta signal but no motor current. They tried to change the p level to auto and also p 2 but said it would keep going back to p0 and not starting. She then decided to reprimed the pump as that's what felt off even though there were no alarms. After she reprimed this time in the body she was able to select p2 and start the pump. They were able to go up on p level and do the procedure with no other issues. When taking the device out no noticeable issues were seen with the pump. The impella representative requested to keep the device to return but the account forgot and threw it away so the pump is unavailable for return. No harm was reported.